Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the 2008k hemodialysis system and the adverse event(s) of intradialytic hypotension, requiring the discontinuation of hd therapy. Given the limited information provided by the bmt, the patient likely experienced an episode of intradialytic hypotension versus a cardiac event. Intradialytic hypotension is the most prevalent complication associated with hd and occurs in approximately 25% of all treatments. Very often, the cause of intradialytic hypotension is multifactorial. While there is no allegation or objective evidence indicating a 2008k hemodialysis system malfunction caused or contributed to the event(s), the 2008k hemodialysis system cannot be excluded from having a possible causal or contributory role. Given the 2008k hemodialysis system required a replacement of the air separator during post event evaluation, there is insufficient evidence to definitively conclude what preempted the event(s). Furthermore, without treatment data and the patient¿s medical history, it is unknown if any extraneous factors could have affected the patient¿s hemodynamic stability during hd therapy.

Event description:
A biomedical technician (bmt) reported to technical support that a patient "coded" during their hemodialysis (hd) treatment on a fresenius 2008k machine. Upon follow up, it was clarified that the patient only experienced low blood pressure (intradialytic hypotension). The bmt stated the patient did not experience any harm(s) besides the intradialytic hypotension. It was unknown if the patient completed their treatment. The 2008k machine was sequestered following the event. There were no reported alarms that occurred during the treatment. During follow-up, the bmt stated he performed a simulated treatment on the 2008k machine following the event, and a filling program error occurred during setup of the machine. The bmt stated the machine was sensing air in the dialysate, and the air separation chamber was replaced to resolve the issue. The machine passed functional testing following the repair and was returned to service. Patient information was requested but could not be obtained.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.